Event description:
On september 1, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not start a blood test and just showed the "apply sample" symbol. The medical affairs specialist (mas) mailed a letter to the reporter six days later, since he could not be reached by telephone on two separate days. The mas also listened to the call between the reporter and customer care advocate (cca) to obtain/verify info. The reporter indicated that the pt was unable to test his blood glucose twice from the previous month due to the alleged issue. On that day, the pt did not feel well and developed symptoms of "shortness of breath and light-headedness". He tried testing himself 3 times with the reported meter, but was unsuccessful. After attempting to test with the reported meter, the pt administered self-care by taking an unspecified dose of glucophage. The pt then went to a hosp and was admitted. The reporter stated that the pt received insulin treatment. The pt has a history of copd (chronic obstructive pulmonary disease). It would have been helpful to know the following info: the diagnosis at the hosp, how many times the pt tests per day, what was the pt's last reading obtained on the meter, and if the pt was recently treated for an exacerbation of copd. In addition, it would have been helpful to know the pt's medication regimen, if the pt was following the regimen before and during the time of concern, what the pt's diagnosis was, and blood glucose readings were obtained in the hosp. The test strips were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test his blood glucose for a few days due to the alleged issue. He developed symptoms and received insulin treatment in the hosp. It is not clear if his symptoms were related to being hyperglycemic, his lung disease, or other etiology.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.